Event description:
Customer reports two incidents of leaking sets. Reportedly one nurse experienced two incidents in which leaking occurred after releasing the roller clamp. Reporter states a steady stream of the drug (rituxin) leaked out exposing the nurse to the drug. Reporter states the nurse washed their hands and required no medical treatment.